Manufacturer narrative:
Desc. Event problem: medtronic received information that the coil could not detach. The physician tried 3 times but was unsuccessful. The coil was replaced with a new one and procedure was completed successfully. There was no issue with the instant detacher. The physician did not attempt to detach with the manual method. The patient was undergoing treatment due to a subarachnoid hemorrhage and aneurysm in the anterior communicating artery on (B)(6) 2016. During the procedure the coil could not detach normally. Three attempts were made unsuccessfully. The coil was replaced and the procedure was completed successfully. The patient's current status is normal and has been discharged

Manufacturer narrative:
The device has not been returned for analysis; therefore the cause of the event could not be determined. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
Medtronic received information that the coil could not detach. The physician tried 3 times but was unsuccessful. The coil was replaced with a new one and procedure was completed successfully. The patient was undergoing treatment due to a subarachnoid hemorrhage on (B)(6) 2016. During the procedure the coil could not detach normally. Three attempts were made unsuccessfully. The coil was replaced and the procedure was completed successfully. The patient's current status is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The coil was returned for evaluation without the instant detacher (ID). The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at the distal end within the introducer sheath. The implant coil appeared to be in good condition within the introducer sheath. The coil was pushed out from the introducer sheath for further evaluation. The implant coil was found to be damaged and stretched with the polypropylene filament intact. An in-house instant detacher was then used to successfully detach the implant coil on the first attempt. The detach element was then removed from the implant coil for further evaluation. The detach element was in good shape and the detachment ball was found to be within specification. All devices are 100% inspected for damages and irregularities during manufacture. Based on the device analysis and on the event description, the report of non-detachment was confirmed. The cause for the difficulty during detachment was due to the intact tack weld replacement (twr) crimp. The coil pushwire was returned with the implant coil still attached; however, an in-house instant detacher was used to successfully detach the implant coil in one attempt. Although no issues were reported with the instant detacher, it is possible that the instant detacher failed to break the twr crimp. The customer did not attempt to detach the coil by the manual method (via hypotube). The cause for the bends in the pushwire and for the damaged and stretched implant coil could not be determined. Per the coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. If information is provided in the future, a supplemental report will be issued.